Event description:
It was reported that the controller did not come on and when pt did get it to come on it said medtronic and then the screen turned white. Pt reset it and it kept doing it or sometimes it said 'battery empty, cannot provide stimulation, recharge'. The issue started last week. An email was sent to repair to replace the controller. Additional information was received from a patient (pt). It was reported that they just got the replacement controller and when pairing the controller to the implanted neurostimulator (ins), the pt got the date and time wrong (pt said the controller skipped the time). Pt at first said the controller was not charging their ins, but then confirmed their ins was charging on the call. Pt said the controller depleted down from 100-70% when charging their ins today. Pt said the controller took a long time to start charging their ins. Pt said their therapy was off currently. Patient services specialist (pss) showed the pt how to change the date and time and suggested the pt continue to charge their ins and call back if any further issues came up. The pt called back and stated they finally got their implant charged and when they went to turn 'it' off and set their stimulation, the controller screen took them back to the hello screen. During the call, the pt selected implant on the hello screen then connected the recharger. The pt got no device found and pressed recharge. The pt then got the battery low recharge the controlle r message. The pt got the hello screen again. Patient services (pss) walked the pt through removing the battery pack and plugging controller into the ac power supply cord; the pt confirmed controller powered on. The pt selected implant on the hello screen and got the connect the recharger message. The pt inserted the battery pack and confirmed green light was blinking above the screen. Pss advised the pt to continue charging the controller and to call back if the issue persisted. Additional information was received from a patient (pt). It was reported that they repeated issues trying to charge the implant. Pt said they would start charging, then charging would stop and come up with battery empty, recharge controller even though controller was still charged. Pt said they examined all their equipment and the only thing they saw was where the cord went into the paddle and was discolored on one side. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) . Product type recharger product ID 97745 lot# serial (B)(6) . Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI (B)(4) . This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.